Event description:
It was reported that the pt had undergone a failed sling procedure approx one year ago. The pt had a negative cystoscopy following the placement. Post operatively, the pt has experienced urinary tract infections. The pt was brought back to the operating room in 1/2005 for another sling procedure. The second sling was placed and a cystoscopy was performed. The original sling could be seen in the bladder with entry and exit points noted. The surgeon cut the original tape at the entry and exit points and looked for the free-floating piece of the sling in the bladder by cystoscopy and could not find it. The surgeon thought that it might have come out with the fluid that was in the pt's bladder during cystoscopy but the piece of the sling could not be found. The surgeon feels that the pt should be able to pass the mesh.